Event description:
A (B)(6) male patient contacted zoll customer support to report that he was unable to connect the electrode belt to the monitor due to bent pins. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the trunk cable connector housing was broken, the connector locking nut was missing and the connector pins were bent. This damage prevented the electrode belt from properly securing into the monitor. The root cause for the bent pins and missing locking nut cannot be positively identified but is likely physical abuse. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon investigation the monitor's electrode belt connector was damaged. The pins inside the belt connector were broken off the connector. The root cause for the damaged connector could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged electrode belt connector in the belt or the monitor. The patient was issued a replacement electrode belt and monitor. Device manufacture date: sn (B)(4): 10/2008; sn (B)(4): 11/2008.